Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error after completing sensor warm up multiple times. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported even was confirmed via log review by the findings of a sensor failure after initial calibration. The root cause was determined to be counts aberration.